Event description:
A customer reported the equipment presented a "leaking problem." The pt had rec'd peribulbar anesthesia in preparation for the procedure, but the procedure was canceled. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).